Event description:
Catheter implanted 6/2002 in a pt. Immediately after implantation there was a leak in the tunnel. The doctor wanted to remove the catheter. The tip was not complete and finally it was removed from the right atrium. Product got lost in the hospital. Pt injury indicated. No other info provided.